Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the kit, display monitor to video gen board with a new one, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit has display failure device screen does not turn on. No patient harm or involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to patient use, the cardiosave intra-aortic balloon pump unit has display failure device screen does not turn on. There was no patient involvement

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( investigation findings, component code), h10. A getinge field service engineer (fse) evaluated the unit and detection showed that the screen of the device was not turned on. Necessary checks were made because the screen of the device did not turn on. The body device was tested with the screen of another device and it was found to work. For fault detection, we focused on the screen part of the device, and troubleshooting by transferring parts from warehouse stocks to vehicle stock was done. The result is the display module, inverter card and body device of the device. The cable that provides transmission between the cables was tested with new products, but the failure could not be resolved. Fse visited again on 27.01.2023 the result was that the device's kit display video generator board was found to be faulty was made, a new card was installed and the system was started. In addition, in the previous tests, it was determined that the drive manifold was defective. It has been determined that there is 1 battery on the device. Batteries need to be replaced. The device is not suitable for use. Fse visited on 31.07.2023. The kit display video generator board of the device, which was previously diagnosed as faulty, was replaced (d040-00-0456) with a new one. Device turned on; touch screen calibration was done. Necessary tests and controls were carried out, the device failed the drive manifold test in all manifold control. It was previously determined that the manifold was defective. There are no spare batteries on the device. For active use of the device, battery supply and drive manifold replacement are required. The device is not suitable for clinical use.

Event description:
N/a.